Manufacturer narrative:
Follow-up #1: date of submission 01/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2016 with the following findings: a review of the black box and alarm history showed evidence of call service (cs-064) alarms. The pump powered on properly with no alarms. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. The pump cover was removed and no evidence of internal moisture or damage was observed. The complaint was confirmed in the pump history but not duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked and the top of the battery cap was damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.